Manufacturer narrative:
Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The reported problem was confirmed. The customer stated they will replace the speaker themselves. The replacement speaker was sent to the customer as a parts order. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported the earlyvue vs30 vitals monitor has a speaker malfunction inop error message. It was confirmed there was no sound. The device was in clinical use at the time of the event. No adverse event or patient harm was reported.